Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. The reported controller drop event could not be confirmed due to insufficient evidence. Review of the vad¿s sterility certificate confirmed that the associated device met all requirements for release. Information received indicated that the patient was hospitalized with hypervolemia and a supra-therapeutic international normalized ratio (inr). The patient had an abscess from the driveline exit site believed to have occurred from a tug to the driveline when controller was dropped. The site was tender and had drainage, which later developed swelling, hematoma and a bacterial infection. The patient also had an abscess on the thoracotomy incision site from a recent ventricular assist device (vad) exchange; the vad eroded out of the left chest wall. Incision and drainage were performed along with covering the site with antibiotics, sponge, and placed wound vacuum to assist with closure, which later was removed, and chest closed. The patient was given intravenous (IV) and oral antibiotics. Additional information received from the site indicated that the patient was placed on dobutamine for the volume overload. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection and bleeding are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Based on the available information, the most likely root cause of the reported controller drop event can be attributed to the handling of the device, which likely contributed to the reported abscess from the driveline exit site, drainage, swelling, hematoma, and bacterial infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: unknown controller h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14, d12 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b1: adv evnt/prod problem was corrected from adverse event to adverse event & product problem correction b5: event description was updated to include the disposition of the controller and additional medical intervention that was provided. Correction g2: report source was corrected from health professional and company rep to health professional, study, and company rep. Correction h6: imf code-f19 and img code-g07001 were added. Correction h10: manufacturer narrative was updated to include the controller as an additional product. Additional products: d1: heartware ventricular assist system ¿ controller, d4: model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: asku. D9: no, h4: mfg date: unk, h5: no. H6: patient ime code(s): e1906, e0304, e0505, e172001, e2338, h6: imf code(s): f1203, f08, f19, f2303. H6: img code(s): g04035 h6: FDA device code(s): a051203. H6: FDA results code(s): c21, h6: FDA conclusion code(s): d16 additional information has been requested regarding the serial number of the controller of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. This information was received from the hvad destination therapy post approval study investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was placed on dobutamine for the volume overload and the controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received indicated that the patient presented with injury to driveline exit site believed to have occurred from a tug to the driveline when controller was dropped, the site was tender and had drainage, which later developed swelling, hematoma, and a bacterial infection. The patient also had an abscess below his nipple, suspected from thoracotomy from pump exchange earlier on. Incision and drainage were performed along with covering the site with antibiotics, sponge and placed wound vacuum to assist with closure, which later was removed, and chest closed. The patient was given intravenous (IV) and oral antibiotics. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Based on the available information, the reported pulling of the driveline likely contributed to the reported infection at the driveline exit site. Possible clinical factors that may have also contributed to this event include the patient¿s pre-existing history and related comorbidities and/or the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d274trk ICD, implanted: (B)(6) 2010. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with hypervolemia and a supratherapeutic international normalized ratio (inr). The patient had an abscess from the driveline exit site believed to have occurred from a tug to the driveline when controller was dropped, the site was tender and had drainage, which later developed swelling, hematoma and a bacterial infection. The patient also had an abscess on the thoracotomy incision site from a recent ventricular assist device (vad) exchange, the vad eroded out of the left chest wall. Incision and drainage were performed along with covering the site with antibiotics, sponge and placed wound vacuum to assist with closure, which later was removed, and chest closed. The patient was given intravenous (IV) and oral antibiotics. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.